Event description:
It was reported that the 9800 system had a high ma error message during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive board and the high voltage supply regulator board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.